Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The physician was trying to revise the rv lead, but it was occluded. The patient was in stable condition throughout the procedure.

Event description:
New information received notes the rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.